Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause of the open pulse wire is excessive force. No adverse event resulted from the defective electrode belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt created "check therapy pad" messages. Additionally, the patient developed irritation under the device. The patient's doctor prescribed the patient a medication for the reported irritation. The patient was on blood thinners. The patient's medical condition improved. There is no indication that the device malfunction contributed to the irritation.